Manufacturer narrative:
This incident has been reported under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that the device caused skin damage. No details of the harm were provided and no delay was noted. No additional patient consequences were reported.

Manufacturer narrative:
This incident has been recorded under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot/serial identification are necessary for review of device history records, neither were provided. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional information is available.